Event description:
Patient reported a right side exchange due to concerns with the product and capsular contracture baker grade unknown. Patient later also reported a right side rupture, experiencing breathing issues, are concerned that there could be silicone in their lungs, and they have gotten diagnosed with cancer which is not device related. Healthcare professional later confirmed a right-side rupture confirmed via CT scan and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient later also reported a right side rupture, experiencing breathing issues, are concerned that there could be silicone in their lungs, and they have gotten diagnosed with cancer which is not device related. Device remains implanted.

Event description:
Patient reported a right side exchange due to concerns with the product and capsular contracture baker grade unknown. Patient later also reported a right side rupture, experiencing breathing issues, are concerned that there could be silicone in their lungs, and they have gotten diagnosed with cancer which is not device related. Healthcare professional later confirmed a right-side rupture confirmed via CT scan and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a right side exchange due to concerns with the product and capsular contracture baker grade unknown. Device remains implanted.